Event description:
It was reported that during preparation for a water vapor therapy procedure for benign prostatic hyperplasia, the device displayed error 275. The system was restarted, and the syringe was refilled, but the error persisted. There were no patient complications, however the procedure was cancelled while the patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during preparation for a water vapor therapy procedure for benign prostatic hyperplasia, the device displayed error 275.the system was restarted, and the syringe was refilled, but the error persisted. There were no patient complications, however the procedure was cancelled while the patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.